Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and blood at site. Customer's blood glucose level was in the 300 to 400 mg/dl range. Customer was assisted with adjusting their basal rates based on their healthcare provider's approval. Customer advised they had blood at their site location but declined to further troubleshoot. Customer advised they would follow up with their healthcare provider in the next few weeks.